Event description:
Complaint coordinator reported the customer claims they experienced a blood contamination of internal venous tubing in one of their system 1000 machines. Blood contamination in this area indicates a leak through the exterior transducer protector. No patient injury or medical intervention has been reported.

Manufacturer narrative:
The system 100 hemodialysis machine contains internal pressure monitoring lines that are connected to pressure fittings on the outside of the machine. A sterile hydrophobic transducer protector is placed on each pressure fitting before connecting a pressure monitoring line to it (on the outside of the machine). The transducer protector is used to prevent the blood from entering the pressure monitor that can cause disinfection problems and possible cross-contaminaton between patients. The system 1000 operator's manual instructs users to replace transducer protectors between patient treatments. The manual also instructs users to replace wet transducer protectors, check the internal level adjust/pressure monitoring system for possible blood contamination, and replace contaminated components as required. On june 10, 2004, baxter issued a safety alert in response to reports received relative to blood contamination of the pressure monitoring lines in hemodialysis equipment. See attachment for details.